Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently after the pump reset, the pump time became inaccurate. The customer corrected the time to resolve the issue. There was no reported adverse impact to the customer's blood glucose level due to these reported issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.